Event description:
A report was received that the patient had developed an infection at the lead site. Symptom of infection included pus at the site. It was believed that the infection was not device related. Incision and drainage procedure was performed to clean out the infection. The patient underwent an explant procedure of the leads.

Manufacturer narrative:
This adverse event was previously filed per MFR# 3006630150-2010-01135.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom of infection included pus at the site. It was believed that the infection was not device related. Incision and drainage procedure was performed to clean out the infection. The patient underwent an explant procedure of the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.